Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) found split tubing in the diff mixing chamber that caused the leak. The tubing was replaced to fix the leak. The leak damaged the solenoids on manifold mf17 so the manifold was replaced. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained diluent leak of about 4 ml from the coulter lh780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.